Manufacturer narrative:
Age at time of event - 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a severely calcified vessel below the knee. After a guide wire crossed the lesion, a 2mm x 40mm x 145cm coyote es balloon catheter was advanced to perform plain old balloon angioplasty. However, the balloon ruptured due to the calcification. The procedure was completed with a different device. No patient complications were reported.